Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's hip on (B)(6) 2021. In reporting the implantation of an expired implant in the patient's hip, the rep reported that the procedure was a revision of the hip due to dislocation of the adm/ mdm poly insert from the mdm metal liner. The patient was revised to a stanmore femoral head and constrained liner. Additional information provided by the rep: "this was not caused by an issue with implant, was due to poor soft tissues in patient".